Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. The customer experienced a blood glucose (bg) level of 415 mg/dl. Customer resumed insulin, administered a bolus via the pump to address the issue, and went to the emergency room with moderate ketones. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Tandem technical support educated customer on reason for the alarm. Multiple attempts were made by tandem¿s technical support to obtain discharge date; however, customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.